Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During procedure, the faradrive was inserted, the dilator and wire were removed, and when checking the back flow, air was drawn into the sheath. The air has been continuously drawn from the side port. Blood was noted to have been leaking from the hemostasis valve. The physician believed that the hemostasis valve may have contributed to the reported event. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was contaminated.